Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the extremely calcified and 'very tied' mid left anterior descending lad artery. The physician could not cross the lesion with a 2.25x20mm promus element stent, so he pulled the stent back into the guide catheter. The physician suspected the stent struts were damaged either in the lesion plaque or in the guide catheter. The procedure was completed with another same size promus element stent. No complications were reported.

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the extremely calcified and 'very tied' mid left anterior descending lad artery. The physician could not cross the lesion with a 2.25x20mm promus element stent, so he pulled the stent back into the guide catheter. The physician suspected the stent struts were damaged either in the lesion plaque or in the guide catheter. The procedure was completed with another same size promus element stent. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device found the stent was damaged proximally. One strut was raised proximally on the device. Kinks along the entire hypotube were also noted. This type of damage is consistent with excessive force being applied to the delivery system. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).